Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) screwdrivers and one (1) t-handle broke during surgery. The surgeon was turning a distal screw during the removal of an unknown plate for pain, when the screwdrivers broke. The procedure continued on with an extra screwdriver from the back table. It was also reported that the unknown plate broke in half and half of the plate remained in the patient. The remaining half of the plate will reportedly be removed at a later date during a total knee replacement. The procedure was completed with a 10 minute surgical delay. The complaint is for (2) screwdrivers, (1) t-handle, (1) unknown plate and (1) unknown screw. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Event date: unknown. Report is for one (1) unknown screw. Implant/explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.